Manufacturer narrative:
The investigation of the reported complaint is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU advises the user to unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) balloon; 2) the forward cervical cup; 3) the back vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare, large cup, item # 60-6085-202a, lot # 201902261 that occurred on (B)(6) 2019 at (B)(6) medical center. It was reported only "unit lock broke during surgery". Despite multiple attempts to gather additional information, the only clarification received was "it was the locking mechanism that broke off". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the thumbscrew breaking off.